Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00202 for the first event involving the same pt. It was reported that while in the intensive care unit, the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath. The md could not advance the iab through the sheath. As a result, the md removed the iab and requested a third iab for use. The third iab was prepped and inserted through a sheath without difficulty. Additional information received on 3/16/2010 from germany stated that the only information available is 'that there was no excessive bleeding."